Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) was high, however, an exact bg level was not provided. A manual correction injection was used to address bg. Customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.